Manufacturer narrative:
H3: one device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. However, visual inspection also found that the latch lock sensor was damaged, the upstream occlusion (uso) seal was buckling, and the uso sensor was loose. This indicated a reportable malfunction based on the sensor and seal issues. The latch lock sensor, uso seal and uso sensor were all replaced. Service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the battery compartment was damaged. Evaluation of the returned device found damage to the latch lock sensor and upstream occlusion sensor, and the upstream occlusion seal was buckled. There was no patient involvement.